Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition codes te1-504 and te1-594 were obtained from a patient sample processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A retrospective review of complaint data in support of an ortho internal investigation identified an event which occurred on (B)(6) 2018 involving potential erroneous results obtained when using a vitros 5600 integrated system. A review of e-connectivity data identified that assay test results were associated with condition codes te1-504 and te1-594 and were suppressed while other assay results from the same test event were not suppressed. It is unknown if the initial assay test results were erroneous. However, with the presence of te1-504 and te1-594 condition codes at the time of the unsuppressed results, it is possible that the initial test results may have been affected. It was requested that the customer repeat testing on all assays for the samples involved but the customer did not perform the repeat testing. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected causing erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. It is unknown if the potentially erroneous results were reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics. (B)(4).